Event description:
The user received erroneous results from the cobas 6000 and provided troponin t results for one pt sample. The initial result of 0.188 ug per l was reported and was requested to be rerun by a doctor. The user repeated testing on a different tube with a result of less than 0.010 ug per l. The repeat result from the original tube was less than 0.010 ug per l. The repeat result on the second tube was less than 0.010 ug per l. The field service rep was unable to determine a cause. He performed operational checks and found no problems. He performed a pmt high voltage adjustment and verified the analyzer was performing to specifications by observing performance tests and performing calibration and qc.